Event description:
Boston scientific received information that the patient with this ra lead and associated device complained of flu-like symptoms. The patient was seen in clinic where a device interrogation was performed. The local boston scientific field representative (fr) reported that the system displayed noise which was oversensed and led to inappropriate mode switching. Pace impedance measurements of greater than 2000 ohms were also noted. Boston scientific technical services discussed possible causes and trouble-shooting options. Subsequent information indicated that an x-ray was ordered, of which, the results are unknown. The ra sensitivity was decreased and the pacing configuration was changed to unipolar. The system will continue to be monitored. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.